Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. Patient alleged difficulty in breathing & chest pain. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of black particles. Patient alleged difficulty in breathing & chest pain. There is no allegation of serious or permanent harm or injury the device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-4 on the error log. The manufacturer confirmed there was no evidence of sound abatement foam degradation.